Event description:
Device 1 of 3. Reference MFR reports: 1627487-2013-16037 and 1627487-2013-16038. It was reported the patient had not used his system in 3-4 months due to ineffective stimulation coverage. It was also reported the patient had not charged his ipg in 6-8 months, and consequently the ipg will not communicate with external devices. The patient's scs system will likely be explanted at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.